Event description:
During index procedure, a resolute integrity drug-eluting stent was intended to treat a de novo, very calcified, lcx lesion. It was reported that the stent could not cross the lesion. The device was removed from the patient to allow predilatation of the lesion. During removal of the device, a stent strut lifted up from the balloon. Another resolute integrity stent was successfully implanted to treat the lesion. Neither the device nor procedural images were returned to medtronic for evaluation.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (very calcified lesion, 70% stenosis pre-procedure), inherent risk of procedure (failure to deliver stent, stent deformation). (B)(4).